Event description:
As reported by our affiliates in (B)(4), a 23 mm sapien xt valve was implanted by tf approach in the aortic position. During the follow-up visits, the patient presented with dyspnea with little effort along with other clinical symptoms. A grade 3/4 residual peri-valvular leak was observed and another implant was scheduled. Prior to implanting the second 23 mm sapien xt valve, the first valve was re-dilated using a 20 mm balloon. No changes were noticed and a second valve was implanted a few mm higher than desired. On echo, the pvl appeared similar; therefore a 3rd valve was prepared and implanted in the desired location. Mild pvl was observed on the final echo. At last report, the patient was stable and well.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2015-01873.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, no patient information was provided; thus, it is not possible to determine the cause of, or potential contributing factors to, the paravalvular leak (pvl). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.